Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the tip of the solera broke off. The tip was retrieved. The procedure was completed with the use of navigation. There was a delay of 30 minutes. No known impact on patient outcome.

Manufacturer narrative:
Unique identifier (UDI) number received. Manufacturer date received.

Manufacturer narrative:
Additional information: patient identifier updated to proper value. Additional procedure information received.

Event description:
Medtronic received information that no additional intervention was required to retrieve the tip.